Event description:
It was reported that the customer's insulin pump is not responding when the act button is pressed. The customer was trying to give himself a bolus and noticed that the act button was not working. The customer did not report his blood glucose level. He was advised to disconnect from the pump and revert to back up plan. The product is being returned. Nothing further to report.

Manufacturer narrative:
Insulin pump received with unresponsive act button, due to moisture damage on keypad traces. Insulin pump had minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.